Manufacturer narrative:
(B)(4). Added additional information the analysis results found that the er320 device was returned in good condition inside its sterile package. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed twenty conforming clips. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that prior to a laparoscopic colectomy procedure, after firing, clips dropped out of the jaws before used on patient. No harm for patient occured. No further details available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.